Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch report: b5, d9, e1, e2, e3, g3, g6, h6 and h10. Section b5: additional information received indicated that the complaint device was able to be removed through the mc. Nothing was noted to be obstructing the microcatheter. The introducer was flushed until liquid was visible at the distal end of the slit in the clear tube. No excessive force was applied to the device. There was no significant prolongation of the procedure due to the event. Section e1 - initial reporter phone: (B)(6). Complaint conclusion: as reported by the field, during a coil embolization to the major aortopulmonary collateral arteries (mapca), an approach was made from the right femoral artery with a sheath (4f). An angio catheter was advanced toward the left internal thoracic artery. A prowler select lpes microcatheter (unknown catalog/lot number) was inserted into the patient and advanced toward a shunt point. The coil embolization started. The complaint coil, a 5mm x 15cm galaxy g3 coil (gly120515, 30504567) was inserted into the microcatheter (mc) but resistance occurred on the way. It was removed from the patient. The physician noticed that it became unraveled. It was replaced with another coil and the procedure was completed. It is unclear if resistance occurred by unraveling. Additional information received indicated that the complaint device was able to be removed through the mc. Nothing was noted to be obstructing the microcatheter. The introducer was flushed until liquid was visible at the distal end of the slit in the clear tube. No excessive force was applied to the device. There was no significant prolongation of the procedure due to the event. A non-sterile galaxy g3 5mm x 15cm was received for analysis, the device was inspected, and it was found that the core wire is protruded and kinked at 23 inches and 25 inches from the proximal end, no other damages or anomalies were observed during the visual analysis. The device was inspected under a microscope and it was found that the embolic coil is stuck inside the introducer with a stretched condition. The functional test could not be performed due to the embolic coil is stuck inside the introducer with a stretched condition. A manufacturing record evaluation (mre) was performed for the finished device 30504567 number, and no non-conformances related to the malfunction were identified. Cerenovus conducted a visual inspection and microscopic examination of the returned device. A functional test could not be performed due to the conditions in which the device was returned. The visual analysis of the returned sample determined that the dpu is kinked. The device then underwent microscopic inspection, and it was found that the embolic coil is stuck inside the introducer with a stretched condition, this condition is related with the customer complaint regarding ¿detachable coil delivery system (dcs) - resistance/friction-during advancement with no loss of cerebral target position¿ and ¿coil - unraveled/stretched-in microcatheter¿. Based on this information, the customer complaint was confirmed. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. Resistance/friction and unraveled/stretched are known potential issues associated with the use of the device. It should be noted that product failure could be caused by multiple factors. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following recommendations: ¿ do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. Additionally, if the introducer tip and microcatheter hub are misaligned, damage may occur to the microcoil as it passes through this transition. Never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. If unusual friction is noted within the infusion catheter, remove the detachable coil system. Refer to coil retrieval. If friction is noted with any subsequent detachable coil system, carefully examine the detachable coil system and the infusion catheter for possible damage. Replace both if necessary. Refer to coil retrieval. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4): procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a coil embolization to the major aortopulmonary collateral arteries (mapca), an approach was made from the right femoral artery with a sheath (4f). An angio catheter was advanced toward the left internal thoracic artery. A prowler select lpes microcatheter (unknown catalog/lot number) was inserted into the patient and advanced toward a shunt point. The coil embolization started. The complaint coil, a 5mm x 15cm galaxy g3 coil ((B)(4)) was inserted into the microcatheter (mc) but resistance occurred on the way. It was removed from the patient. The physician noticed that it became unraveled. It was replaced with another coil and the procedure was completed. It is unclear if resistance occurred by unraveling.